Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The customer experienced stress, low-appetite, and vomiting, all of which led to the 911 call. The patient's blood glucose at the time of the 911 call exceeded 500 mg/dl. The customer's blood glucose had not been treated as of yet. Troubleshooting was initiated but not completed since the customer concluded that the high blood glucose was a result of the plentiful amount of scar tissue at her insertion site. After the site change the customer's blood glucose was 483 mg/dl, and later decreased to lower values within the 400 mg/dl range. The customer had changed her insulin but suspected that the bottle she used might have been old or expired. No products were shipped or returned.